Event description:
It was reported that during an upgrade and implant attempt, there was a coronary sinus dissection. The upgrade was stopped and the left ventricular (lv) lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).